Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump experienced an off no power alarm without any low battery indicator. The customer's blood glucose was 160 mg/dl. The customer stated that he changed the battery and now the insulin pump would not turn back on. The customer stated that he put 2 new batteries in, and the device stayed blank. He tried a third battery after blowing into the battery compartment and reported that the display returned. The customer was advised to monitor the insulin pump and to check next time for any dirt or corrosion in the battery compartment, as none was noted at this time during troubleshooting. Customer was advised to call back for further troubleshooting if the issue persisted.